Manufacturer narrative:
The insulin pump alarmed motor error during the rewind and failed the displacement test due to the motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 101 mg/dl. Troubleshooting was performed and the insulin pump alarmed motor error during the rewind. Nothing further was reported.